Event description:
It was reported that intermitteont occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Customer changed the cartridge and successfully resumed insulin therapy. Reportedly, the customer fills a syringe with a little over 300 units and checks for a few air bubbles, uses cold insulin, and is not cleaning the pump vents. Clinical support advised customer that filling a syringe with a little over 300 units and checking for a few air bubbles, using cold insulin, and not cleaning the pump vents., using cold insulin, is off label per the tandem user guide. Customer¿s blood glucose level was 320-over 600 mg/dl with large ketones, extreme thirst, headache, and dehydration, elevated blood glucose levels were addressed by manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.